Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test self test and occlusion test. No rewind anomaly noted during testing. However, hardware low level failures confirmed in pump history with variable due to broken trace at pin 1 on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. Customer's blood glucose level was 220 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer was unable to complete the self test even when cleared and tried it twice it was failed again. Customer states insulin was squirting out during the fill tubing process. Customer also performed displacement test and it passed. Customer states insulin pump also had rewind anomaly. The insulin pump will be returned for analysis.